Event description:
The initial reporter stated they received discrepant results for two patient samples tested on the cobas c 503 analytical unit. Results measured for the following assays were affected: ca2 (calcium), ureal (urea), and hdlc4. The first sample initially resulted in a calcium value of 6.5 mg/dl on (B)(6) 2023 and it repeated as 9.7 mg/dl on (B)(6) 2023. The second sample initially resulted in a urea value of 15.8 mg/dl on (B)(6) 2023 and it repeated as 42.4 mg/dl on (B)(6) 2023. This sample initially resulted in a calcium value of 9.1 mg/dl on (B)(6) 2023 and it repeated as 6.4 mg/dl on (B)(6) 2023. This sample initially resulted in an hdl value of 46.8 mg/dl on (B)(6) 2023 and it repeated as 146 mg/dl on (B)(6) 2023.

Manufacturer narrative:
The calcium reagent lot number was 705711, the urea reagent lot number was 729375, and the hdl reagent lot number was 701716. The reagent expiration dates were requested, but not provided. The field service engineer found a disconnected vacuum tube on a cuvette rinse station. The engineer connected the tubing. The investigation determined the service actions resolved the issue.